Event description:
It was reported in the interactive cardio vascular and thoracic advance access published (B)(6) 2014 that there was a case where there was significant foam formation in the venous reservoir of the maquet quadrox I oxygenator and the vhk 31 00 reservoir system. The pt required maximal suction return causing pressurization of reservoir and foam formation. The pt experienced systemic air embolic which were dealt with by means of retrograde cerebral perfusion and hypothermia with no neurological sequelae. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted if add'l info becomes available. Add'l info: publication- interactive cardiovascular and thoracic advance access published april 4, 2014 (1-3).